Manufacturer narrative:
Testing of actual/suspected device (10/3233): a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse found and replaced a bad ¿o¿ ring on the console main helium docking connection. Completed repair with full calibration. The unit passed all functional and safety tests per factory specifications. The fse returned the unit to the customer and the unit has been cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Event description:
It was reported that during a routine check the cardiosave intra-aortic balloon pump (iabp) had a helium leak. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Type of investigation not yet determined: (4118/3233): a supplemental report will be submitted upon receipt of additional information.